Event description:
It was further reported that the pts drop in blood pressure was related to medication and therefore not related to the device and not a complaint. Please disregard the MDR previously sent.

Event description:
Clinical study: it is reported that during eluting stenting treatment procedure the pt experienced a decrease in blood pressure. The lesion beging treated was a 3.0mm 98% stenosed proximal left anterior descending artery (prox-lad). The lesion was predilated. The physician then placed a taxus express2 8.8% drug eluting stent in the prox-lad. During the implant the pt experienced a decrease in blood pressure. The cardiac medications were changed and the symptoms resolved. The pt was discharged 3 days later on aspirin and plavix.